Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer will not boot. Mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found a system error in the programmer error log. The rf (radio frequency) head connector found loosed on the lem (link electronic module) printed circuit board assembly. System fan and power supply fan are noisy. (B)(4).

Event description:
It was reported the programmer does not load. It has flashing cursor only left had corner. The programmer was returned for repair. No patient complications were reported as a result of this event.